Manufacturer narrative:
Following products were implanted including: catalog# 75445545, 75445540, 75445535, 75444535,75444540, 7540020, 869-022; lot # unk; 510k# k042025, k042025, k042025, k042025, k042025,k052187, k040962 ; UDI: (B)(4); qty. 4, 3, 1, 4, 2, 14, 2. Although it is unknown if these devices contributed to the reported event we are filing this MDR for notification purposes only. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent smith-petersen osteotomy at t7-8, t8-9, t9-10. During the surgery, the patient bled out as a result of which blood transfusion was required. According to the physician, the instrument and implant sizes may not have matched. On (B)(6) 2017, post-op, patient died due to cardiac arrest.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Add'l info.

Event description:
Per rep, patient was stable immediately following the case. During the procedure, there were no complications observed that could have lead to this outcome. The procedure was successful with instrumentation and no issues with surgeon implementation was observed. The part of transfusion was successful as well.